Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller. This artic sun make the circuit breaker trip in less than 1 min. The compressor give a metallic noise. When we disconnect it, the circuit breaker doesn¿t trip and and we have a normal start. Black screen yes, because of the the circuit breaker trip. The device could not be repaired at s intera. It being sent to crawley for further evaluation. Chiller will need to be replaced. Coin cell needs to be replaced. Coin cell will be replaced. The system will be sanitized; functionality will be evaluated for compliance with manufacturing specifications. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. No additional actions can be taken at this time. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was black screen in an arctic sun device.